Manufacturer narrative:
H10: the actual device and photographs were received for evaluation. The actual device was received filled with solution. Visual inspections with the naked eye and with magnification were performed which did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issues were observed in the connector or cap areas. The customer provided two photographs of the sample which showed, particulate matter (pm) on a zoomed-in photo in which the customer had circled two white, polymeric appearing particles. Therefore, the reported issue was verified on the photograph, however, was not verified during evaluation of the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.